Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: were there any issues noted with staple formation in primary procedure: unk. What color reloads were used throughout procedure:gold. What was the bmi/gender of patient: no information, around 40 only. Was buttressing material used: unk. Was a leak test performed: oui blue. Are photos or video available: no. Approximately where and on which firing was the bleed identified on the stomach: 1/3 on the top of the stomach. How was the hematoma diagnosed: how was it treated: recovery with evacuation pain and deglobalisation. Was there a leak of gastric contents: yes pigtail prostheses standard treatment posed by gastros. Were any specific vessels the cause of bleeding or was it the staple line: staple line. What is the current patient status: in hospital for 2 month and half.

Event description:
It was reported that during a gastrectomy procedure, in (B)(6) 2016, the initial procedure (sleeve) went well but about two days after the surgery, the patient presented a hematoma. The staples were opened at 1/3 of the stomach, the presence of a clot preventing leakages. Patient was re-operated.